Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line was cracked and leaking. The user's blood glucose (bg) level was 366 mg/dl. The user addressed bg level with a bolus via the pump. The user successfully loaded a cartridge and resumed insulin delivery. Later that same day, the user reported another bg level of 394 mg/dl. Reportedly, the user declined all troubleshooting and delivered a bolus via the pump to address bg level.